Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4): methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. (B)(4)

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a female patient underwent a paroxysmal atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter and a suffered a thrombosis. The patient's medical history is unknown. After the transseptal puncture was performed and the lasso navigation variable eco catheter was inserted into the patient, a significant thrombus was seen on the shaft of this catheter. The thrombus was on the right side of the heart, attached to the shaft of the catheter. This occurred prior to any radiofrequency delivery or the second transseptal, and mapping phase was completed. The patient had additional act monitoring performed and an additional heparin bolus of 5000 iu administered IV. The procedure was aborted. Upon reversal of general anesthesia, the patient was noted to have no neurological issues or other sequelae related to the thrombus. It was stated that the patient would be discharged the same day and would not require any extended stay. The physician did not provide a causality opinion for the cause of this adverse event. The patient fully recovered.